Manufacturer narrative:
Siemens filed initial MDR 2517506-2021-00323 on 24-nov-2021. Additional information (10-jan-2022): siemens further investigated the issue and ruled out a reagent issue. Siemens determined that both levels of quality controls recovered within acceptable ranges. The customer switched to a new calcium reagent lot and is satisfied with the instrument's performance. Instrument and/or maintenance issues, which were resolved with the customer service engineer (cse)'s service activities, potentially contributed to the discordant calcium results. The investigation conclusion code of section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2021-00324_s2 was filed for the same event.

Event description:
The customer reported that 10 discordant calcium (ca) results were obtained on 10 patient samples on a dimension exl 200 instrument. The discordant patient results were reported to the physician(s), who questioned the results. On (B)(6) 2021, the customer repeated the samples on the same instrument and the repeat results matched the patients' clinical histories. The customer did not provide the repeat results. Although the customer reported that they initially obtained 10 discordant results, they indicated that results that recovered with a sign are discordant. These results were also accompanied with "low" or "high". The customer provided 15 patient results with a sign. There are no known reports of patient intervention or adverse health consequences due to the discordant ca results.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported discordant calcium (ca) that were obtained on a dimension exl 200 instrument. The customer replaced and aligned the sample, reagent 1 (r1), and reagent 2 (r2) probes. The customer also replaced the lamp. The customer indicated this resolved the issue. However, on (B)(6) 2021, the customer obtained discordant calcium results again. These results were reported in MDR 2517506-2021-00324. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse replaced the reagent 1 transduce, replaced tubing on sample syringe, and installed new r1 and sample drains. The cse also cleaned windows and ran system check and quality control (qc), which recovered within range. The cause of the discordant ca results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.